Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had come into the doctor's office and they resolved the issue. The most likely cause was user error. No surgical intervention was planned.

Manufacturer narrative:
Date of event: event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was experiencing charging difficulties; the caller stated that they had only been able to correctly charge their implant once and since then they have been having a hard time charging. They kept getting a "not found: recharger" message and have not been able to successfully charge their implant for 3 weeks now. Caller states that when they also attempt to charge their implant, it takes hours because they have to continuously turn the recharger on and off to get their device to progress in charge. On the call, patient services had the caller restart all external equipment, enter the recharger application, turn the recharger on, the place the bottom of the recharger in line with the bottom of the implant. The "not found: recharger" message was resolved and the implant was charging for a few seconds. The screen went to searching for device without the caller moving the recharger. The caller then received a 1707 error code and a recharger inactive message. The caller then turned the recharger on and off and attempted to charge with the belt, and the issue persisted. Caller states that the recharger will connect and the handset will show recharging at 40% then drop connection right away and go to searching for device. Caller switched environments, the communicator was off, tried to charge standing and sitting but the searching for device issue persisted. The caller then encountered error code 4100. The patient stated that they charge with the recharger directly on their skin and could feel the implant. Patient services reviewed the possibility of replacing this equipment, but if the issue persisted some in person troubleshooting may be needed. The issue was not resolved through troubleshooting. The patient was transferred to repair for a replacement recharger. The next day, the patient called back reporting the same information below; charging difficulties. Patient states that they received the new external equipment but they are still having the same problem. They attempted to charge 7-8 times prior to calling, but the recharger would connect, then drop to searching for the device again. The patient had re-tried all of the troubleshooting that was done the previous day, but the issue is still occurring. On the call, the patient was charging with excellent quality with no issues and the implant was at 30%. No troubleshooting was done to resolve this issue. The patient was charging prior to call. They mentioned that they are not wearing the belt. The patient believed that the implant charges better if the recharger was on the skin being held up by leggings. Patient services recommended to monitor the issue and contact the doctor's office if the issue does not resolve. There were no patient complications reported as a result of this event. Additional information was received from the patient (pt). They called back reporting again that they had not been able to get ins to charge more than half the time. This was same issue reported in this case that has been going on since day of implant. They had been trying to charge ins for last 4 hours and ins is only 80% charged. Pt stated ins battery level was at 0% when pt started charging. Pt stated on call they were getting excellent connection. Pt stated a lot of times it wouldn't connect and stated they also lose connection all the time. The pt confirmed they can feel the implant well when palpating the implant. They could only get it to work to charge when holding recharger on skin. Patient services recommended pt charge over clothing. The pt denied any trauma/falls. The pt stated this was persisting despite having equipment replaced. They had been trying to connect to charge for last two weeks and then they eventually gave up. When it connects with excellent connection, the pt will lose connection. They were sitting on bed when charging ins on call. Pt stated they had spoken with an mdt rep since initially reporting event in this case and rep advised pt to call mdt stating they can't help pt. Patient services recommended that the patient follow up with their healthcare professional (hcp) and rep for in person troubleshooting. Patient services provided nas ph number for hcp if needed. There were no patient complications reported as a result of this event.